Event description:
It was reported that the clinician stated they had experienced channel errors in the past. They would normally change the alaris device and noted that turning the device off and back on does not work. They stated channel errors have occurred a lot in the last few months to a year, but recently numbers have dropped. The clinician would give the device to the unit clerk to send to biomed. This was reported to bd associate during their site visit and no further information was provided and the device will not be sent to bd for investigation. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician stated they had experienced channel errors in the past. They would normally change the alaris device and noted that turning the device off and back on does not work. They stated channel errors have occurred a lot in the last few months to a year, but recently numbers have dropped. The clinician would give the device to the unit clerk to send to biomed. This was reported to bd associate during their site visit and no further information was provided and the device will not be sent to bd for investigation. There was patient involvement but no harm.